Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the reported phenomenon was duplicated, and also found that the at-cover packing in the camera head¿s main body was damaged and there was a trace of water invasion into the subject device. As a result of the investigation, omsc surmised that the reported phenomenon was attributed to the failure of the electronic circuit due to moisture invasion from the damaged at-cover packing, which might be caused by user handling. It was presumed that due to this electronic circuit failure, the communication between the video processor and the subject device became impossible, and consequently the image loss occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. The subject device will be transferred to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the image of the subject device was not displayed on the monitor. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.